Manufacturer narrative:
The tech replaced the power control module to repair the bed.

Event description:
Info received indicates the foot hi/low is rising when the head up function switch is pressed.